Event description:
The complainant reported a patient, demographics unknown, in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that on the 9th day of support the purge pressure was high, concerns of possible impending pump stop. This impella was removed and a new impella placed. There was no patient harm reported, and this device was replaced.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The investigation into the high purge pressure has been completed. Per clinical details, high purge pressure was observed with 1065 millimeters of mercury at a purge flow of 2 milliliters per hour. No purge line kinks were observed during removal of the impella. The impella cp was used for more than 8 days of support and high purge pressure issue was observed on the 9th day. The data logs were not returned for review. The impella cp optical device is not indicated for support more than 8 days of design life period according to the design. The cause of the high purge pressure issue was not determined due to insufficient clinical information and no product, or data logs were returned for review. This report is being filed as part of a retrospective review of historical records.